Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic after receiving a shock for ventricular tachycardia. Increased capture threshold and increased hv lead impedance were observed. No intervention was reported since the patient received therapy and all measurements are in-range. Patient will continue to be monitored.